Event description:
Resident was being transferred from wheelchair to bed via the hoyer lift. As the lift was moved, the bar locking the legs of the hoyer to the wide position unlocked, causing the legs to move to the narrow position. This cuased the hoyer with resident to tip over, fortunately the resident was over the bed at this time. Pt landed on the bed. No injury sustained.